Event description:
It was reported that the patient underwent a revision procedure in which the ipg, implantable pulse generator, left lead and left burr hole cover were replaced. The patient was not receiving adequate tremor relief /therapy on the right side of the body. The patient is doing well post operatively. The devices will not be returned for analysis as they were retained by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: (B)(4). Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, serial: n/a, batch: (B)(4).